Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set with cassette leaked from its patient line. This occurred during peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the home patient (hp) was connected. The step of therapy was not specified, but the hp stated that they noticed the issue as soon as they connected after receiving the message to connect. A small amount of solution contacted the hp¿s hand, and the hp disconnected. Nothing was found during troubleshooting that would have caused or contributed to the leak. The technical service representative (tsr) advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.